Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm, and technical support planned to follow up after the call was disconnected.